Manufacturer narrative:
Plant investigation: three photos were provided. The first two photos show the product label of a dialyzer within a bag. The third photo shows the product label of the second dialyzer also within a bag, where blood droplets can be seen within the bag. No leak or damage is visible in any of the photos. A sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. During the lot history review it was noted that there was one other complaint against the lot. The complaint is from the same complainant as mentioned above and addresses an internal blood leak that was not confirmed with sample evaluation. No other customers have reported a complaint of any type on this lot number. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Event description:
On 09/may/2023 it was reported that a female hemodialysis (hd) patient experienced two dialyzer blood leaks during treatment. The blood could not be returned. The patient had an estimated blood loss of 500ml. The patient was sent to the hospital due to already having low blood pressure and anemia. Additional information was obtained through follow-up with the facility administrator (fa). The patient was scheduled for a routine hd treatment on (B)(6) 2023. The patient began treatment utilizing a fresenius 2008t hd machine and an optiflux 180nre dialyzer. Approximately 20 minutes into the patient¿s treatment, the machine alarmed with a blood leak alert. The leak was not visually noted. Blood test strips were used and tested positive for the presence of blood. The patient¿s blood was not returned for an estimated blood loss (ebl) of 250ml. The patient was set up with new supplies on the same hd machine utilizing a dialyzer from the same lot as the initial dialyzer. At ten minutes into the second treatment start, the machine alarmed with another blood leak alert. The leak was not visually noted. Blood test strips were once again used and tested positive for the presence of blood. The patient¿s blood was not returned for an ebl of 250ml. The total ebl was 500ml from the two combined dialyzer leaks. The patient was re-set up on another 2008t machine with a dialyzer from a different lot and was able to complete the hd treatment. At the end of the treatment, the patient was sent to the hospital based on pre-treatment lab work and the patient¿s blood pressure. The patient is known to be anemic and has a history of hypotension. The patient¿s pre-treatment hemoglobin was 8.2 g/dl. The blood pressure was 98/50 mm/hg with a pulse of 93. At the time of the blood leak event, the patient¿s bp was recorded as 91/43 mm/hg with a pulse of 90. The patient was admitted to the hospital. No documentation from the hospital has been received by the clinic. The admitting diagnosis could not be confirmed. The patient remained hospitalized as of (B)(6) 2023. No further information pertaining to the patient was available. It was reported that no damage was visually observed on the dialyzers prior to use. No allegation was made against the 2008t machine during either dialyzer blood leak events.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux 180nre dialyzer and the two reported dialyzer blood leaks resulting in patient blood loss requiring the patient admittance to the hospital due to anemia and hypotension. Additionally, there is likely a causal relationship between the blood loss requiring the hospitalization and the reported confirmed dialyzer blood leaks which occurred during the patient¿s treatment. Although the dialyzers have not been evaluated by the manufacturer at this time, it was reported that the hd machine alarmed appropriately for a blood leak and the test strips were positive for the presence of blood resulting in the patient¿s blood not being returned. As a consequence of the dialyzer blood leaks, the patient required hospitalization due to low hemoglobin and hypotension. Based on the available information the optiflux 180nre dialyzer blood leaks caused the patient blood loss and hospitalization.

Event description:
On (B)(6) 2023, it was reported that a female hemodialysis (hd) patient experienced two dialyzer blood leaks during treatment. The blood could not be returned. The patient had an estimated blood loss of 500ml. The patient was sent to the hospital due to already having low blood pressure and anemia. Additional information was obtained through follow-up with the facility administrator (fa). The patient was scheduled for a routine hd treatment on (B)(6) 2023. The patient began treatment utilizing a fresenius 2008t hd machine and an optiflux 180nre dialyzer. Approximately 20 minutes into the patient¿s treatment, the machine alarmed with a blood leak alert. The leak was not visually noted. Blood test strips were used and tested positive for the presence of blood. The patient¿s blood was not returned for an estimated blood loss (ebl) of 250ml. The patient was set up with new supplies on the same hd machine utilizing a dialyzer from the same lot as the initial dialyzer. At ten minutes into the second treatment start, the machine alarmed with another blood leak alert. The leak was not visually noted. Blood test strips were once again used and tested positive for the presence of blood. The patient¿s blood was not returned for an ebl of 250ml. The total ebl was 500ml from the two combined dialyzer leaks. The patient was re-set up on another 2008t machine with a dialyzer from a different lot and was able to complete the hd treatment. At the end of the treatment, the patient was sent to the hospital based on pre-treatment lab work and the patient¿s blood pressure. The patient is known to be anemic and has a history of hypotension. The patient¿s pre-treatment hemoglobin was 8.2 g/dl. The blood pressure was 98/50 mm/hg with a pulse of 93. At the time of the blood leak event, the patient¿s bp was recorded as 91/43 mm/hg with a pulse of 90. The patient was admitted to the hospital. No documentation from the hospital has been received by the clinic. The admitting diagnosis could not be confirmed. The patient remained hospitalized as of (B)(6) 2023. No further information pertaining to the patient was available. It was reported that no damage was visually observed on the dialyzers prior to use. No allegation was made against the 2008t machine during either dialyzer blood leak events.